Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display and depleted batteries in 3 days. The blood glucose reading was 120 mg/dl. The issue was resolved upon troubleshoot. Advised the customer that a replacement battery cap would be sent. Nothing further reported.